Event description:
It was reported by a customer in the USA that an 840 ventilator was inoperable. Although requested, is it unknown if there was patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the analog interface printed circuit board (pcb), inspiratory module pcb, and auto zero solenoid to resolve the error codes. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).